Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. It was reported the patient was hospitalized for the event. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened with pd therapy. Treatment was not reported. At the time of this report the patient outcome of this hernia event was not reported. Dianeal therapy was ongoing. No additional information is available.